Event description:
The customer called to report moisture underneath the screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.